Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, a small piece of plastic was found in the patients abdomen, at the end of the case. The surgeon removed it immediately. At this point, the surgeon also realized the balloon to the device had broken. No patient injury reported.